Event description:
It was reported that the fiber broke. The procedure was cancelled/rescheduled. The patient was under local anesthesia. There were no patient complications.

Manufacturer narrative:
D3 manufacturer email (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber broke. The procedure was cancelled/rescheduled. The patient was under local anesthesia. There were no patient complications.

Manufacturer narrative:
D3 manufacturer email: (B)(6).

Manufacturer narrative:
D3 manufacturer email (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber broke. The procedure was cancelled/rescheduled. The patient was under local anesthesia. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber broke. The procedure was cancelled/rescheduled. The patient was under local anesthesia. There were no patient complications.